Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, a 25mm, c navitor with radiopaque markers was selected for an implant in a patient using a small flexnav delivery system. Initial deployment of the valve 80% expanded,non-coronary cusp (ncc) 3mm, left-coronary cusp (ncc) 3.5mm. There was no problem with the depth of placement, but perivalvular leak (pvl)(moderate-severe) was confirmed around the calcified leaflet on ncc side. After the valve was deployed, post balloon valvuloplasty was planned and released. Final depth of placement: ncc 4mm, lcc 3mm. Plain old balloon angioplasty(poba ) was performed by a non-abbott device. Although poba was not enough, a reduction in pvl was confirmed (moderate) by the immediate echocardiogram. Size-up was performed, and poba was performed with a non-abbott device. Although pvl was slightly decreased, trans ar was confirmed. It was reported that after perivalvular leak due to calcification of non-coronary cusp (ncc). A post balloon valvuloplasty was performed, trans regurgitation noted. After post balloon valvuloplasty, aortic regurgitation occurred from around the calcified leaflets. (There was blood flowing around the calcification, as if the valve leaflets were broken.) Post balloon valvuloplasty was considered to be performed again at the ascending aorta (commissioner level), but ar could be confirmed, so the patient has been followed up. Hemodynamically was stable. Left ventricle pressure waveform was completed without significant problems. In the echo after the procedure, all three cusps were worked.

Manufacturer narrative:
An event of paravalvular leak (pvl) and aortic valve regurgitation was reported. Information from the field indicated that the valve was correctly sized based on the provided annular dimensions, there were no deployment difficulties noted, and the implant depth was 3mm from the non-coronary cusp (ncc). It was noted that pvl was confirmed around the calcified leaflet on the ncc side, and the aortic regurgitation occurred around the calcified leaflets after the post balloon valvuloplasty was performed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications, including specification for radial force. Based on all available information, the reported pvl and aortic valve regurgitation appear to be related to challenging patient anatomy (calcified leaflets). There is no indication of a product quality issue with regards to manufacture, design, or labeling.